Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, storage space failed frequently. Tower doors 6,8 and 3 were failed multiple times and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a failed storage space. A field service engineer found failures of tower doors 3, 6, and 8 reported over the last 90 days. The fse resolved the issue by replacing the latches on all three units and tested them for proper operation. The customer verified functionality, and the repair was successful. The system functioned as intended after the field service engineer repaired the device.